Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, hs iii proximal seal remained in the loader when the customer pulled out the delivery system. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, hs iii proximal seal remained in the loader when the customer pulled out the delivery system. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint number: (B)(4). Autonumber: (B)(4). The device was returned to the factory for evaluation. A visual inspection was performed. Signs of clinical use was observed. There was no evidence of blood detected. The delivery device was returned within the loading device, with the tension spring and seal still inside. The seal is visible through the window of the loading device. The delivery device was removed from the loading device. The plunger on the delivery device was fully pressed and the blue sliding lock disengaged. The seal with the tension spring assembly were pulled out from the loading device for inspection. The tether remained uncut. There were no cracks or delamination detected. The following measurements of the delivery tube were taken: inner delivery tube diameter was measured at 0.196 in., the outer diameter was measured at 0.220 in. The length of the delivery tube was measured at 2.46 inches. The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device and the evaluation results, the reported failure ¿fitting problem¿ is confirmed, and the analyzed failure "premature deployment" is confirmed.